Event description:
Our rep is reporting that during an open procedure, a portion of the distal tip of a "mini syringe inserter" broke off into the body. The fragment was easily retrieved from the joint space, and the procedure was concluded successfully without further issue or harm to the patient. The complaint device discarded by the user facility.

Manufacturer narrative:
In the follow up complaint review with the complaint reporter, the reporter described that the surgeon uses this device inappropriately. The device, the mini syringe inserter is designed to deploy mini anchors, which are indicated as soft tissue fixation devices for; hands, feet, wrist, cranial facial, etc. However, this procedure was an open shoulder repair, and for these shoulder repairs the surgeon uses appropriate fixation devices of his choosing, however, the surgeon employs the mini syringe inserter as a sort of push tool, he pushes the tool onto the deployed anchor, and feels that this to him indicates that the anchor is secure within the bone hole. The device is not designed or intended to be used in this manner. We attribute the devices failure to technique, a user issue. At this point in time, no corrective or further action is warranted